Manufacturer narrative:
(B)(4). Result of investigation: carefusion was able to verify the reported issue. During testing and evaluation, an advanced fio2 test revealed solenoid 1 was below the required passing specifications reading. Internal inspection revealed solenoids 1 on the o2 blender was lose to the touch. Carefusion replaced the 02 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had low oxygen readings. It is unknown at this time whether there was any patient involvement associated with this complaint.